Event description:
(B)(4). I never had any abnormal menstrual cycles until I got essure. Within a year of being implanted in (B)(6) 2009 and worsening since that time, I have experienced abnormal cycles, extremely heavy bleeding, large clots, severe stabbing pain during my cycles, chronic pelvic pain, chipping of my teeth, and fatigue.